Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter and test strips were requested for investigation. The returned meter was provided for investigation where it was tested using retention test strips and a high level control sample. Qc result: 5.2. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 9:32 am, the meter result was 2.5 inr with test strip lot 51508621. At 9:35 pm, the customer tested using the same finger and test strip lot 51508823 with expiration date 31-jul-2022. The result was 3.4 inr. At 9:38 pm, the customer tested using a new finger on the opposite hand and test strip lot 51508823. The result was 3.6 inr. The customer was unsure if the blood was applied within 15 seconds of the fingerstick. Customer's therapeutic range is 2.5-3.5 inr.